Event description:
It was reported that a cartridge leaked insulin from the tubing. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.